Manufacturer narrative:
Complaint is confirmed. Performed investigation. Memory overwrite was observed. Found uom to be selectable and set to mg/dl. Customers and retailers have been informed through the fa16may2006 letter.

Event description:
Customer reported receiving an error 4 when inserting a test strip into their freestyle blood glucose monitor. There was no report of death, serious injury or mistreatment associated with this event.